Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is against the battery cap alone. It was reported that the battery cap could not be removed. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: the battery cap threads were found to be stripped and the contact height was found to be above specification; the battery cap contact width was in specifications. A test bbattery cap was used for all steps and was able to be fully tightened and easily removed.